Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation and while outside the patient body, the stent protector was removed from a 3.50 x 24mm synergy xd, but stent damage had occurred. The stent struts had lifted when the stent protector was removed from the stent. It was noted that the stent strut damage was likely due to the user touching the stent while removing the stent protector. However, the exact cause of the stent damage is unknown. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.